Event description:
The customer had returned the device as defective, but no further information was known with regard to this device. Upon receipt of the device for evaluation at covidien, a preliminary investigation found that one of the tabs on the spindle cap was broken off and was not returned with the device. The customer was notified of this finding.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.